Manufacturer narrative:
Image analysis: one still image of a device hooped in a biohazard bag was provided for review. A section of the sheath appears to still be on the device, and it looks to have been damaged. Additional information: another two medtronic resolute onyx otw stents were used to complete the procedure. There were no issues with the replacement stents upon inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx otw coronary drug eluting stent failed to cross the lesion. The lesion being treated was non-calcified lesion, mildly tortuous with 0% stenosis, in the ostium of the patent ductus arteriosus (pda). The procedure aimed to stent the entire length of the pda to allow the infant patient to grow before undergoing heart repair surgery at a later date. The device was inspected prior to use, and negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was detailed that the stent could not advance to the site because the plastic piece on the balloon catheter would not retract fully to the hub. The device was removed from the patient and an attempt was made to try and remove the plastic piece over the stent; however, it would not come off and the attempt led to the stent kinking. The stent was damaged after it was removedfrom the body and attempts were made to remove the plastic piece. The device was then unusable. It was stated that the plastic piece was not the protective sleeve. Another medtronic stent was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned with a foreign material on the shaft. The material was approximately 11.6mm in length with an outer diameter (od) of approximately 0.060¿¿. A split was evident in material on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one still image of a device hooped in a biohazard bag was provided for review. A section of some form of plastic material appears to still be on the device catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.